Event description:
It was reported that this lead was surgically abandoned due to an unknown issues after less than one year of being implanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).